Event description:
It was reported that the epiq cvxi ultrasound system was not available during a critical procedure in the operating room. The system locked up with an error code while using the x8-2t transducer. The procedure was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. The philips service engineer determined the issue was due to a bad connection. Philips has started an investigation, and upon completion, a follow up report will be submitted.